Event description:
According to the customer, on (B)(6) 2025 during irrigation the "beak of the pitcher came off the pitcher and fell into the patient's peritoneal cavity".

Manufacturer narrative:
According to the customer, on (B)(6) 2025 during irrigation the "beak of the pitcher came off the pitcher and fell into the patient's peritoneal cavity". The customer reported they were able to retrieve the piece of the broken pitcher after the incident occurred. The customer reported the procedure was able to be completed. The customer did not report any serious injury, medical intervention, or follow up care related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.